Event description:
The inferior frame failed to deploy due to breaking of its release wire. The handle was partially dismantled at the site where the wire exited the handle. The number 4 pull wire was then pulled with hemostats to successfully deploy the inferior attachment site.